Event description:
It was reported that this was a closure of an unknown vessel using a prostyle device related to an unknown procedure. Reportedly, the wire remained in the anatomy when the foot of the device deployed but became separated before the plunger could be deployed. The operator could not pull the device back and so a cut down was performed to remove the device. The prostyle feet were noted to be outside the artery. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - primary UDI number: the UDI is not known as the part and lot number were not provided. H6 - medical device problem code 2017 clarifier: failure to follow steps / instructions.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The investigation determined that the reported issue appears to be related to operational context. It is likely the guide broke during insertion which led to the foot coming out of the guide. When this occurs, the foot will remain in the open position and because the guide is broke, but not separated then induced the entrapment. Further manipulation of the device or during the cut down full separation then occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - model #, catalog #: updated from unk prostyle to 12773-02. D4 - primary UDI number: updated from unknown to (B)(4)unknown. D9 - device available for evaluation: updated from yes to no. E1 - first name, last name: updated from unknown to (B)(6). E1 - initial reporter establishment name: updated from unknown canada to (B)(6) hospital. E1 - address 1: updated from unknown to (B)(6). E1 ¿ city: updated from unknown to (B)(6). E1 - postal code: updated from unknown to (B)(6). H6- medical device problem code: codes 2017, 1430 and 1562 were removed and code 1069 was added.

Event description:
Subsequent to the initially filed report, the device was entrapped in the vessel and could not pull the device back leading to a proximal and distal guide separation. A cut down was done to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported issue appears to be related to operational context. It is likely the guide broke during insertion which led to the foot coming out of the guide. When this occurs, the foot will remain in the open position because the guide is broke, which will then induce the entrapment. Further manipulation of the device or during the cut down can then initiate full separation which also will induce entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4 - lot #: updated from unk to 4051641. D4 - primary UDI number: updated from (B)(4), unknown to (B)(4). H6- medical device problem code: code 1562 was added. H11 - additional mfg narrative: updated.